Event description:
It was reported the customer's insulin pump would sound, but there were no alerts or alarms present on the insulin pump's screen. The customer also reported having discrepancies between their sensor glucose and blood glucose readings. The customer stated their blood glucose was around 140 mg/dl and their sensor glucose would read around 60 mg/dl. Customer also stated their insulin pump would go into threshold suspend from the inaccurate readings. The customer also reported having an expired, bent sensor. Customer declined to troubleshoot any further. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.